Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a hole in the device's sterile packaging.

Event description:
It was reported to boston scientific corporation that a cre wire guided dilatation balloon was being prepared for use in a colonoscopy procedure to be performed on (B)(6) 2024. During preparation, when the cre balloon was received, damage to the packaging was noticed and a hole was present in the packaging. A photo of the device packaging was provided by the customer and shows that the sterile pouch of the device packaging had multiple holes. The product was not used in any procedure. It was reported that the initial colonoscopy procedure was completed successfully with another cre wire guided dilatation balloon. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a hole in the device's sterile packaging. Block h10: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual and media inspection found that the sterile pouch of the device had multiple holes/indentations. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of tear, rip or hole in device packaging was confirmed. The results of the analysis performed on the packaging of the returned device found that that the pouch had multiple holes/indentations. These problems could be caused due to environmental factors during the transport or storage of the device, without the proper conditions could have induced the analyzed defects. Therefore, the most probable root cause is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was being prepared for use in a colonoscopy procedure to be performed on (B)(6) 2024. During preparation, when the cre balloon was received, damage to the packaging was noticed and a hole was present in the packaging. A photo of the device packaging was provided by the customer and shows that the sterile pouch of the device packaging had multiple holes. The product was not used in any procedure. It was reported that the initial colonoscopy procedure was completed successfully with another cre wireguided dilatation balloon. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.